Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high impedance on the superior vena cava (svc) and right ventricular (rv) coils. The lead was capped and replaced. No patient complications have been reported as a result of this event.